Event description:
Caller reported a malfunction on the pump, indicated by a malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arose again, to which the caller agreed.